Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 and it was discovered on (B)(6) 2023 that ¿robot high anterior rectal resection was performed on (B)(6). After that, there was suturing failure, and when re-suturing was performed by laparotomy on (b)(7), a piece of plastic was found. When the facility checked the disposal box, they found a 12mm as port with a cracked tip. It was confirmed that the broken part and the plastic piece matched perfectly¿. The procedure was completed without an alternate device. Further assessment found that the suture failure and the fragment remaining in the patient were unrelated. This report is being raised on the basis of injury due to fragment remaining in the patient.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The tip of the ias12-100lpi was broken. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4). The instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove the obturator from the cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 and it was discovered on (B)(6) 2023 that ¿robot high anterior rectal resection was performed on (B)(6) 2023. After that, there was suturing failure, and when re-suturing was performed by laparotomy on (B)(6) 2023, a piece of plastic was found. When the facility checked the disposal box, they found a 12mm as port with a cracked tip. It was confirmed that the broken part and the plastic piece matched perfectly.¿ the procedure was completed without an alternate device. Further assessment found that the suture failure and the fragment remaining in the patient were unrelated. This report is being raised on the basis of injury due to fragment remaining in the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.